Manufacturer narrative:
It is unknown if the device is available for evaluation.

Event description:
The event occurred on an unknown date. The customer reported a leaking plum oncology set during chemotherapy. There was patient involvement, but no harm reported.

Manufacturer narrative:
The reported filter leak was not confirmed by investigation. No product samples were returned for investigation. A picture was provided by the customer showing a drop of fluid on the patient bed sheet, however, the reported leak cannot be confirmed from the provided picture. Without the return of the product a comprehensive failure investigation cannot be performed and a cause cannot be determined. A batch record review was performed to lot# 929095h, list# 140099290 and no discrepancies that may have contributed to a complaint of this nature were found.

Event description:
Additional information received on july 16, 2019. The customer stated the nurse, patient, and relatives were exposed to the leaking drug and there was a delay in therapy.